Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient experienced sharp thumping in the abdominal area, about a week post-implant. The patient attended the local medical center, and examination showed that this right ventricular (rv) lead was having loss of capture, as it had become dislodged. The associated device was reprogrammed accordingly and a lead revision was scheduled. The next week, the patient was hospitalized and the revision procedure was performed. The physician noted that the rv lead had advanced into the coronary sinus, which may have caused the thumping. The lead was repositioned. No additional adverse patient effects were reported.